Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the hospital with bacteremia. Upon chest x-ray the left ventricular lead was found to be pulled back to the subclavian, believed to be a result of twiddler syndrome. The physician did not believe that device or leads led to the infection. The whole system was explanted. Patient was stable.